Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device could not be reviewed since no lot number was provided. However, olympus only ships products that are manufactured according to all applicable procedures and met final product release criteria. In addition, a complaint history review for similar literature events found no other complaints. A definitive root cause was not identified. Based on the available information, the legal manufacturer stated it was possible the device caused the reported event although unable to determine the relationship between the reported event and the olympus device. Additional details have been requested regarding the patient and reported event. However, the physician has not responded.

Manufacturer narrative:
The suspect device has been not been returned to olympus for evaluation and the investigation is in process. Product code and common device name are for similar model bd-410x-1555. FDA 510(k) are for similar model bd-410x-1555. Additional details have been requested regarding the patient and reported event. At this time, no additional information has been provided. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus received the published literature article, "an endoscopic dilation method using the rendezvous approach for the treatment of severe anastomotic stenosis after rectal cancer surgery: a case report" which involved an adverse event while using an olympus device. The patient was diagnosed with colorectal cancer and had multiple procedures. Initially, a laparoscopic, high anterior colon resection with a colorectal anastomosis was performed as treatment. This surgery was followed by chemotherapy. After the first course of chemotherapy, the patient complained of defecation and melena which are not related to olympus devices. Due to these complaints, he proceeded to have an colonoscopy and the findings included an anastomotic stenosis caused by granulation tissue from his initial surgical treatment (laparoscopic resection with colorectal anastomosis). Then, the patient went on to have an endoscopic procedure with at which time he had an intestinal perforation while searching for the lumen with the olympus ezdilate endoscopic balloon dilator and guide wire. The patient had emergency surgery (second surgery) where a lower anterior resection was performed with a diverting colostomy. The patient was asymptomatic after surgery and had five cycles of chemotherapy. This event is being reported for the olympus ezdilate endoscopic balloon dilator and the patient injury of perforation.